Event description:
It was reported that a merlin.net transmission revealed a low lead impedance alert on the left ventricular lead. No intervention was performed. No patient symptoms were reported and the patient would continue to be monitored.

Event description:
New information indicated that the lead continued to exhibit low impedance.